Event description:
A nurse reported that they noticed a burr on the tip during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. Four component phaco tip lots were associated with the sterile lot. The device history records for the component lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. Four component phaco tip lots were associated with the sterile lot. The device history records for the component lots were reviewed. Two abnormalities that did not contribute to the customer complaint issue were found during the component device history reviews. The product was released according to the MFR's acceptance criteria. A complaint history review indicates no add'l complaints were associated with the two lot numbers having an abnormality. A visual inspection of the phaco tip was performed using 30x magnification. The phaco tip has a small nick on the left side of the bevel, which has created a burr at that location. There is a small gouge line also along the cannula diameter in the flared region of the phaco tip in line with this nick. The threads and nut corners are worn. Scoring is present on the back of the flange. The eval does confirm the tip has a small burr on the bevel. The visual inspection indicates the most probable source of the burr was due to the bevel being hit against an object during its use. This object created both the bevel damage and the damage on the cannula surface. All phaco tips are 100 % visually inspected by trained operators during the mfg process. No further info is expected for this case. (B)(4).